Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6), the catheter was successfully inserted into the patient. The device functioned normally post-impl antation, with no abnormalities detected during routine checks, and the patient's circulation gradually stabilized. On (B)(6), approximately 100ml of oozing blood was observed at the catheter insertion site, and the balloon rupture was identified. The catheter was removed". Additional information states that the iab catheter was not replaced. The patient's current condition is reported as "fine".